Event description:
The first handpiece did not work, caused an array error. A second handpiece was opened that worked, but repair to the patient's cervix was required due to injury as a result of increased manipulation of the cervix relative to the first malfunctioning handpiece. The cervix was lacerated and required suturing. Manufacturer response for novasure advanced hand piece, novasure (per site reporter). They are sending a biohazard kit so we can return. They will start a quality control investigation. The rep is here today checking the controller.